Event description:
Midline osteotome broke in the third level during a 3 level case.

Manufacturer narrative:
The midline osteotome is designed and labeled for use in a single vertebra and the IFU warns against use in dense bone. This midline osteotome was used in three vertebrae during the procedure. Pt's bone was very dense and sclerotic. The articulating tip of the midline osteotome broke in the third vertebra. The physician was able to remove the entire broken articulating tip. No device remained in the pt's body. A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical testing was performed. Results of mechanical tests for this lot of midline osteotome met all specifications.